Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt).

Event description:
Reporter stated the up button on the infusion device would not function, and after the patient changed the battery, an e8 power interrupt error appeared that could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).